Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit lens rotation/repositioning was performed and then the lens was exchanged with a longer length lens. This resolved the provlem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge via and dry. Visual inspection found haptic torn, broken,bent and the optic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).